Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the clinician was not satisfied with the clinical effectiveness of the device. The device would take multiple defibrillations to convert a patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant also indicated that the patient was connected to a heart-lung machine during the event. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2024-02302, 1220908-2024-02310, and 1220908-2024-02329 for similar events reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: the customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.